Event description:
It was reported the customer had a button error alarm. The nurse reporting the issue could not clear the alarm. No additional information provided.

Manufacturer narrative:
No button error alarm. Insulin pump had intermittent button response due to corroded act and down button on keypad traces. Insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.